Event description:
According to the reporter: occurred during a laparoscopic totally extraperitoneal (tep) hernia repair procedure. When the surgeon was using the device, the dissector balloon because disconnected from the plunger. The balloon disengaged from the trocar / sleeve. There was no rapid loss of abdominal pressure. No device component fell into the cavity of the patient. In order to resolve the issue and complete the case, opened another dissection balloon and were able to proceed with the case with no issues. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; that the dissector balloon cannula was disengaged from the trocar body. The trocar balloon, lock collar, valve seal and obturator appeared intact. The insufflation bulb and inflation syringe were received. Pmv performed functional testing; the trocar balloon was inflated, no leaks detected. The dissector balloon was reinserted into the trocar body and inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged cannula from the trocar body may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.